Event description:
Per the clinic, the patient experienced an infection at the surgical site (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (date and duration not reported) and the device was explanted on (B)(6) 2025. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Device analysis report attached.